Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v864450, implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: lead. Date of event: date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer implanted for urinary dysfunction and gastrointestinal/pelvic floor. It was reported the first implant was removed due to a short ¿about 3 months¿ prior to having the implant replaced on (B)(6) 2016. The healthcare provider reported the device became ineffective for the patient¿s symptoms due to the short. The cause was a ¿questionable¿ fall.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.